Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the inserted holding part broke off from instrument.

Event description:
It was reported that during surgery, the inserted holding part broke off from instrument.

Manufacturer narrative:
(B)(4). Reported event was confirmed by testing of actual device.. The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. An oxford tibial tray one piece impactor fractured during surgery. A brittle fracture occurred at the posterior foot of the impactor. The fracture and damage of the instrument may have been caused by the over impaction of the tibial tray and the use of a forward/backward rocking motion to free the impactor. However, the exact cause of failure cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.